Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that it was difficult to inflate water into the balloon after catheterization.

Manufacturer narrative:
Received 1 silicone catheter for evaluation. The reported event was confirmed as manufacturing related. Per the visual inspection, no defects were found. Per the functional evaluation, the catheter balloon was unable to be inflated with air and water. The catheter was cut at trifurcation site and occlusion with silicone in the inflation lumen was found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities." (B)(4).

Event description:
It was reported that it was difficult to inflate water into the balloon after catheterization.